Event description:
Caller reported pump battery would not charge, and attempts to resolve the issue with different cables and adaptors were unsuccessful. There was no reported impact to the customer¿s blood glucose level. Tandem technical support instructed the caller to let the battery deplete completely before returning the pump and arranged for a replacement, confirming shipping details and return instructions. Customer declined to share backup therapy information.